Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated she received an erroneous result when testing with her coaguchek xs meter (unknown serial number). A sample from the patient was tested on the meter, resulting with a value of 4.9 inr. Within 2 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient is not taking heparin, direct thrombin inhibitors, clopidogrel, or "fondaprinux". The patient has not had any changes in diet, new medications, illnesses, or changes in coumadin dose prior to the event. The patient did not have a special or unusual diet. The patient does not have signs of bleeding or bruising and was not experiencing any symptoms of high/low inr. The meter has not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.